Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited noise which was oversensed and resulted in an inappropriate shock. It was noted that the shock impedance measurements had increased over time, but remained within range. A follow-up appointment was scheduled, however did not occur as the patient did not appear for the appointment. It was subsequently reported that therapy had been programmed off following the inappropriate shock and remains off at this time. No additional adverse patient effects were reported.